Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted in (B)(6) 2011 (specific date unknown); reimplantation planned (date unknown). (B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011; the patient was implanted in the contralateral ear on (B)(6), 2011.this report is filed (B)(4), 2011.

Event description:
Per the clinic, the patient experienced a performance decrement resulting in device non-use. Reprogramming attempts were made, however, the issue could not be resolved. The implanted device remains.